Event description:
It was reported that the patient presented in clinic for a follow up with infection. The entire system was extracted on (B)(6). The procedure was completed successfully. The infection was treated with medicine. The physician did not allege the infection on the device or the procedure. The patient was stable post procedure and was discharged on (B)(6).